Manufacturer narrative:
After further evaluation, the suspect medical device was changed from architect afp reagent to architect i1000sr analyzer. MDR number 1628664-2017-00353 has been submitted for this issue and all further information will be documented under that MDR number. An evaluation is in process.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated alpha-fetoprotein (afp) results while using the architect afp reagents. The following data was provided. Initial 63.1 ng/ml, repeat 42.9 ng/ml. A new specimen was obtained and the result was lower, 2.2 ng/ml. Result for this specimen in another laboratory was 1.9 ng/ml. The patient is a child that was diagnosed with immature teratoma of the retroperitoneal space and was treated in 2015. The patient was being monitored after treatment of germogenic tumors. No adverse impact to patient management was reported.